Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incident was 459 mg/dl. The customer was showing symptoms of nausea, vomiting, abdomen pain, difficulty breathing. The customer was treated manually. The customer was admitted to the hospital. Customer's blood glucose at time of hospitalization was 398 mg/dl. The customer was checking her blood glucose every hour and giving herself a correction bolus and she still was not coming down. The customer is still in the hospital. The customer was wearing the pump a time of emergency room visit and she suspended it. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call wen tubing clamp received to run the high pressure test to confirm pump can detect an occlusion. Customer to monitor pump.